Event description:
"Situation: karl storz insufflator stopped working during robotic surgical case. Background: karl storz insufflator stopped working during a critical point in robotic inguinal hernia repair surgery with dr. [Redacted name]. The unit lost power and did not function while dr. [Redacted name] was placing hernia mesh in the patient. The circulating nurse then had to leave the or to retrieve another karl storz insufflator unit from neighboring or which was not using their karl storz insufflator. Assessment: the unit had been working fine until this point in the surgery, no alarms or alerts were given off by the unit prior to the unit losing power. The unit was disconnected, reconnected, and repowered with no success, thus forcing the circulating nurse to retrieve another unit. This caused a delay in a patient care. Recommendation: purchase 2 new insufflators, 1 to replace and 1 for back up use."